Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed and observed that the coil and delivery wire arms were not interlocked within introducer sheath as it was not returned. The coil was returned severely stretched along its body. Microscopic examination was done and no anomalies were found from the delivery wire and main coil's interlocking arms and both have smooth surface in the zap tip. The delivery wire dimensions were found to be in specification and the coil dimensions that could be measured were also in specification. However, the number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22mar2017. It was reported that deployment issues occurred. The target lesion was located in the splenic artery. A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil could not be deployed at the lesion. The physician tried to retract and advanced it forward again without any effort. The device was gently withdrawn and removed as a system without any coil protrusion from the tip of the catheter. The procedure was completed with another of the same device. Patient's condition was stable. However, device analysis revealed that the interlocking arm was detached and the number of fiber bundles recorded was below the assigned specification.